Manufacturer narrative:
An event of difficult advancement through patient anatomy was reported. Information from the field indicated that the patient presented with small vessel diameter, multiple dilations were performed, and the flexnav delivery system was unable to pass the bifurcation. The device was returned for analysis. The valve capsule was observed to be bent and deformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The complaint history was reviewed, and there does no appear to be an indication of a lot specific product issue. Based on available information, the reported event appears to be related to patient conditions (small vessel diameter). There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for implantation utilizing a large flexnav delivery system. The patient presented with small vessel diameter (<5mm), there was concern before implantation that they delivery system may not be able to pass through. Multiple dilations of the vessel (left side) were performed. The first large flexnav (lot; 9106267) was unable to advance past the bifurcation, so a replacement large flexnav (lot: 9087326) was attempted. The replacement also could not be inserted past the bifurcation. The procedure was aborted. There were no reported patient consequences and the patient remained hemodynamically stable throughout. The patient is reported to be stable. Was reportedly a delay in procedure that did not result in any hemodynamic compromise to the patient. There was no device issues with the navitor valve or the loading system.